Event description:
A us distributor contacted zoll customer support to report that the charger/modem sn (B)(4) would not power on.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger will not power on) was confirmed. Upon investigation, the battery charger/modem would not power on. The cause of the battery charger not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The flash memory had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. No adverse event resulted from the defective charger/modem.